Manufacturer narrative:
Follow-up #1: date of submission 08/09/2016 device evaluation: the device has been returned and evaluated by product analysis on 07/15/2016 with the following findings: the pump information from date of pi has been overwritten. Investigators were unable to confirm or duplicate the complaint during investigation. Rewind, load cartridge and prime steps performed successfully with no alarms. A force sensor calibration was within spec at 184. The pump was exercised for 24 hours with no loss of primes occurring. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a prime (loss of prime) issue. This is potentially reportable as the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm. There was no indication that the product caused or contributed to an adverse event.